Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and a missing endcap sticker.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. Nothing further was reported.